Event description:
It was reported that the device unit battery depleted during use and would not charge on the docking station. There was no impact or consequence to patient. Additional info received indicated that the unit shut down during monitoring and they are unsure if there were any alarms and/or error messages.

Manufacturer narrative:
The product has not been returned to masimo to allow an analysis to be performed. If new info is obtained or the product is returned, a follow up report will be submitted.

Manufacturer narrative:
The returned device was evaluated. After an analysis of the returned product the power supply was found to be defective. The power supply was replaced and the unit functioned as designed. A review of the history for this device was performed and it was concluded that the device was in the field for over seven (7) years with no previous returns for servicing or other issues prior to the reported event.